Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the q1 transistors in ECG "c" and ECG "d" were found to be shorted. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the shorted q1 transistors. The pt received a replacement electrode.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt was receiving check belt alarms. The pt was issued a replacement electrode belt.